Event description:
The patient was in medical imaging special procedures for a carotid stenting procedure. There was great difficulty using the shuttle sheath. The equipment was flushed prior to use and no problem was noticed. The sheath did not initially slide easily over the guide wire, but the cardiovascular surgeon was able to place it appropriately for the procedure. All other equipment used was passed through the sheath with resistance, but continuance of the procedure was successful with very positive results for the patient. There was more blood loss than usual noted during the procedure due to the seal on the tuohy-borst side arm would not fully lock to create the usual seal. The tuohy-borst side arm on the sheath was replaced. Examination of the original tuohy-borst side arm noted what looked like a collagen plug inside the device. The surgeon was concerned that some of this material could have broken off during the exam and reached the patient. The protection device in the carotid artery was examined for any material, and none was found in the device. The outcome of the patient is unknown at this time.

Manufacturer narrative:
(B)(4) - blood loss is not labeled in the IFU. (B)(4) - leaks are not labeled in the IFU. However, it does caution against damaging the valve (which would then lead to blood loss/leakage). Event evaluation: still under investigation.